Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. No unused device is available for evaluation. Nothing unusual to report was found during DHR review (batch #1588466). No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a start-x tip broke before use; no injury resulted.